Manufacturer narrative:
(B)(4). No product is being returned for evaluation but lot # is provided. A device history report is to be reviewed by engineering. A follow up report will be sent once the results have been analyzed. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Laparoscopic bilateral salpingo oophorectomy - "surgeon grasped a full bite of tissue in the jaws, fused once, and transsected. Tissue wasn't fully fused and was faint amount of blood was seeping from both sides of transsected seal. Surgeon double sealed larger bites the remainder of the case. Secondly, when surgeon grasped tissue and pulled away from vital structures to fuse, the tissue appeared to have slippage from the jaw. This happened at least twice during the case. I instructed the surgeon to ease up tension on tissue prior to fusion. No further slippage reported for the remainder of the case." Patient status - n/a.

Manufacturer narrative:
The event product was not returned for evaluation. In the absence of the subject device, it is difficult to determine the root cause of the event. A review of the manufacturing records for this lot confirmed that the product passed all manufacturing and quality inspections. Although the exact root cause of the event could not be determined, applied medical has opened a corrective and preventative action report to further elevate and track this investigation and implement appropriate corrective actions, where applicable, to mitigate this type of event. Applied medical is currently researching possible device enhancements intended to further minimize the potential for this type of event to occur. Additional information requested and received.